Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed the customer comment that the epg was not working properly. Analysis also noted that the epg failed sensitivity tests, bottom screen was broken, the atrial connector was cracked, non-original cover screw, bail cover and bail were missing. The epg was not repaired as it was end of service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not working properly and required preventative maintenance. The epg was returned for service. No patient complications have been reported as a result of this event.